Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 21st october 2010 and performed to specification, alongside random manual power ons, up to the 31st may 2015. The device records multiple manual power ups mainly of ten minutes duration between the (B)(6) 2015. Manual power ups of less than one minute duration were recorded between the (B)(6) 2016. An increase in voltage may suggest a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.